Manufacturer narrative:
The pump has been returned to animas. Evaluation confirmed that the up and down arrow buttons intermittently activated pump functions when pressed. Multiple button presses with increasing force are required before all the buttons engage. The buttons do not click or spring back normally. Contamination was present under all keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's mother reported that the pump's keypad buttons were intermittently activating pump functions when pressed. The up and down arrow buttons were reportedly sticking. The patient reportedly cleans the pump with a soft, damp cloth. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.